Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results on coaguchek inrange meter serial number (B)(4), when compared to laboratory results using an unknown method. The meter result was 5.2 inr and the laboratory result was 3.3 inr. Venous blood was used for both measurements. On (B)(6) 2019 the meter result, by capillary blood, was 4.7 inr and the laboratory result, by venous blood, was 3.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer performs weekly measurements. There was no allegation that an adverse event occurred. The customer is, 'quite well'. It was noted that handling was done correctly. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.